Event description:
A patient reported experiencing inaccurate results with a ot ultra meter. The patient's blood glucose results were 136 mg/dl, 121 mg/dl, 89 mg/dl, 79 mg/dl. Tests were done < 10 minutes apart with a difference of 26%. Patient did not experience any adverse events. No further information has been reported.